Manufacturer narrative:
The returned valve and catheters were patent. They all met requirements for the leakage test. The valve met all of the requirements for the siphon, pressure-flow, and preimplantation tests. It did not meet requirements for the reflux test. Proteinaceous debris was observed in the interior of the valve. Debris, such as tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris, within the valve can hold pressure-flow controlling mechanisms open, resulting in fluid reflux. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the strata vp shunt was revised for a strata lp shunt. It was also reported that there was no patient impact after the revision surgery.